Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that x-ray revealed that patients lead had migrated after tripping over her dog and had an inadequate stimulation as a result. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted. The patient was doing well postoperatively.